Manufacturer narrative:
Lot number: hcg1080046; expiration date: 07/01/2013. Control lot: 20miu/ml urine lot: hcg120130-01, 100 miu/ml hcg urine lot: hcg120223-01, 207.9iu/ml hcg urine lot: hcg120309-01. Summary: of results: the retention devices met qc specification, details as below: correct positive results were observed when tested with 20 miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 207.9iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client¿s result was not replicated and the product performed as expected, meeting qc specifications, verified the product number, product description, lot number and batch record; no abnormal results were found. Customer¿s observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain product. Results met qc specification. No false negative was observed. Mfg batch record review did not observe failure. Root cause could not be determined from the info provided by the customer. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported that a customer had a false negative urine hcg result on consult diagnostic hcg cassette vs quantitative test. Caller reported a false negative urine hcg test on one pt who had a positive home pregnancy test. A quantitative test was performed with a positive result of 119,000 miu/ml. Customer¿s last menstrual period was (B)(6) 2012. Customer has not had issues with other pt samples.